Event description:
It was reported that a homecare patient experienced problem with the seal and fit on multiple (exact quantity unknown) size 6 sic, spare inner cannula. The 6 sic devices were repeatedly cleaned and reused for periods of time contraindicated on the device labeling. The sic accessory device is designed and manufactured for temporary/short-term usage to accommodate ventilation during cleaning of the 6 cfn mated reusable inner cannula. This is indicated in the labeled device instructions for use that reads, ten(10) minutes is suggested as the time limit for continual usage. This inner cannula is shorter than the original custom fitted inner cannula and secretions may build up on the inside of the outer cannula if (10) minutes is exceeded. The patient, as well as the healthcare provider, are aware that the sic device is being used in a way that is contraindicated on the device labeled instructions for use. The involved size 6 sic devices were discarded and as such are not available to be returned to the manufacturer for indentification, analysis and investigation.